Event description:
It was reported that the patient was feeling undesired sensation in a non-target stimulation area and was not getting an adequate pain relief due to high impedances in the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 17718377.